Event description:
The complainant stated that the brakes will set, but the head end casters continue to roll.

Manufacturer narrative:
The technician isolated the issue to a broken brake detent. He replaced the brake detent to repair the bed.